Event description:
It was reported that the patient had been receiving multiple therapies throughout the day. When interrogated, an alert was present noting possible output circuit damage. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.